Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years post implant of this 27mm mitral bioprosthetic valve, it was explanted and replaced with a non-medtronic device. The reason for the replacement was reported to be due to leaflet deterioration. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were slightly stiff yet flexible except where host growth extended. Extrinsic calcification was noted along the margin of attachment extending to the bellies of the right and left cusps. The right cusp appeared slightly prolapsed due to dehiscence. The right and left cusps were in the closed position with the free margin and lunula of the right cusp on the same plane as the coaptive ridge of the left cusp. The non-coronary cusp was partially open. The left non-coronary and right non-coronary commissures were intact. The left right commissure was dehisced, possibly due to separation of the layers of aortic wall behind the commissure. The sutures holding the aortic wall to the stent post appeared intact. Traces of pannus observed along the inflow and outflow of the sewing ring and on top of the left non-coronary commissure. Radiography revealed calcification on the left cusp, right cusp, and dehisced left right commissure. Conclusions: based on the analysis, the high gradients and regurgitation were most likely due to prolapse of the right cusp caused by dehiscence of the left right commissure. Calcification and pannus may also have contributed to the event. H3: device evaluated? Updated h6: updated the codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the patient has always had slightly elevated valve gradient which developed into significant mitral regurgitation. It was reported that the "patient developed hemolytic anemia presumably due to mitral regurgitant jet crossing the sewing ring". It was also reported that during the explant procedure, it was observed the that valve leaflet prolapsed slightly with no tear or calcification. No additional adverse patient effects were reported. Product analysis: the product has been returned and analysis is in progress a4: weight updated b7: relevant history updated h6: codes updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.